Event description:
It was reported that a transient ischemic accident occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device with delivery system (wds) was used and the procedure was successfully completed on (B)(6) 2021. 189 days post procedure, (B)(6) 2021, the patient presented with symptoms of a transient ischemic accident. No further information on the status of the patient is available.